Event description:
Received information stating patient was hospitalized due to low bg's.

Manufacturer narrative:
Clinical diabetes educator (cde) indicated patient was potentially filling air combined with insulin. Patient has been retrained by cde.